Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. On (B)(6) 2021, the patient's cgm showed "low" but he could not check with a bg meter because he did not own one. He ate some food and drank some coca cola to bring the values up. In the morning he drove to work and when he got out of the car, he felt dizzy and weak and his boss (brother) drove him to the doctor¿s office. At the doctor¿s office his bg was taken but was not measurably high; he could not provide the value. The doctor called ahead to the hospital and the patient¿s sister-in-law drove the patient to the emergency room (ER). He had to wait two hours in the ER before being seen because a covid19 test had to be done beforehand. The bg was 37.9 mmol/l when checked in the hospital. He was treated with an unknown infusion and insulin and improved enough to be discharged home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.